Manufacturer narrative:
Additional devices listed in this report:cat # 5510f601, lot # sl7lb, description: triathlon cr fem comp #6 l-cem.cat #5521-b-600, lot # yxy1, description: tri ts baseplate size 6.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
Patient identifier should read, "(B)(6)." The patient is (B)(6) in height. An event regarding infection involving a triathlon cs insert was reported. The event was confirmed. Device evaluation and results: based on photographs provided, the insert appears unremarkable other than some explantation damage. Medical records received and evaluation: in this case no correlation between any specific device property and infection can be established as also supported by the pristine appearance of the explanted devices on the pictures provided. Patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications. It appears very probable that this triathlon knee was already infected at the time of implantation due to subclinical infection of the previously implanted uka it replaced. As such, this pi case is caused by a mix of adverse patient-related and procedure-related factors. There are no device-related factors active in this case. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. Additional devices listed in this report: cat # 5545-a-602, lot # n3l60h, description: tri rm/ll tib aug sz6 5mm; cat # 5545-a-601, lot # n3m04l, description: tri lm/rl tib aug sz6 5mm; cat # 5565-s-016, lot # m4h32e, description: tri press-fit stem 16mm x 100mm; cat # 6197-9-001, lot # mcq018, description: simplex p with tobramycin 1 pack. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient was revised on a left knee due to pain and infection.

Event description:
It was reported that patient was revised on a left knee due to pain and infection.